Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has previously caused or contributed to pt injury. Device issue: stent dislodgement. It was reported that when the protective sheath was removed from the stent, the stent dislodged from the balloon. There was no pt involvement. No add'l event or pt info is available.

Manufacturer narrative:
Results - prod performance was unable to determine a conclusive root case for the stent dislodgement. Eval summary: qa analysis of the returned device revealed that the stent delivery sys (sds) was returned without any blood visible. There was fluid visible in the guide wire lumen. The stent implant was returned on the stylet with the protective sheath. The distal end of the stent implant, the first three rows of struts, were flattened. The rest of the stent implant was not damaged. There were faint crimp marks on the balloon where the stent implant had been between the markers. The balloon was tightly folded. There were two kinks in the distal shaft 4 cm and 4.7 cm distal to the guide wire exit notch. There was a kink in the proximal hypotube shaft 29.5 cm distal to the strain relief tubing. There was no other damage noted to the sds. A laser micrometer was used to measure the outer diameters of the stent implant. The distal outer diameter was not measured due to the flattened struts. The outer diameter measurements of the middle and proximal diameters did not meet mfg criteria. The inner diameter of the sheath was measured with a pin gauge. Prod performance engineering reviewed the incident info and results of the returned device analysis. Factors that can affect stent dislodgement outside the body include, but are not limited to, negative pressure during sheath removal, forced sheath removal, or improper or inadequate crimping at the time of MFR. Analysis of the returned device indicates presence of faint crimp marks on the balloon between the markers, suggesting that the stent was at least crimped onto the balloon at the time of mfg. The noted flattened stent struts in the first row of the distal end suggest that the protective sheath may have been forcefully removed or that the stent was handled after the dislodgement. It was returned on the stylet with the protective sheath. The protective sheath inner diameter met mfg criteria. The over-sized outer diameters of the stent implant noted at the middle and proximal ends suggest that the stent expanded during travel over the sds as expected. It is also possible that the oversized diameters may have originated from the mfg site and contributed to the dislodgement. However, this is unlikely considering that the stent outer diameters are 100% verified during mfg. It is unk when the stent outer diameters became oversized. Ultimately, the root cause of the stent dislodgement is unk, but there is no indication of a quality issue. The noted kinks on different parts of the shaft were not reported in the incident and may have occurred during the packing of the device for shipment back to abbott vascular for eval. This damage does not appear to be related to or to have contributed to the reported complaint of stent dislodgement. This MDR is considered closed by the prod performance group.